Event description:
The guide wire was inserted without difficulty. During advancement of the catheter over the wire guie, the catheter became stuck. Both the catheter and the guide wire were removed. The procedure was performed with a second catheter and wire guide with no difficulty. There were no patient complications.

Manufacturer narrative:
The sample has been returned to arrow. Co's eval was inconclusive, since the customer did not return the spring wire guide. The iab was checked for any obstruction in the lumen and none was found. Co cannot verify the user's complaint.